Event description:
It was reported that after the implant of an intraocular lens (iol) in the left eye, the patient experienced symptoms of impaired and blurry vision. It was also stated that the patient feels beyond frustrated with the sensation of a milky film on her lens. In addition, all lights appeared to be tripled and stated to see triple shadow. On her post operative visit to the physician, it was further stated that the physician felt a part of the posterior capsule to hold the lens and that he performed a yag (yttrium-aluminum-garnet) laser treatment on the eye, which did not improve her symptoms. No further information has been provided.

Manufacturer narrative:
Because the lens remains implanted at the time of emdr submission. Other serious (important medical event).all pertinent information available to the manufacturer has been submitted. Placeholder.